Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken wherein the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.